Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery. The customer blood glucose level was 302 mg/dl at time of incident and treated with bolus. Customer states the meter was not connecting to the insulin pump. Customer states the insulin pump was connected to the glucometer. While troubleshooting customer mentioned that their blood glucose did not going down even after delivering 24.9 units of insulin an hour ago. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer reports insulin exited at the quick release. The devices will not be returned for analysis.